Event description:
1 incident of "dripping of fluid even though the transfer set is closed" after 5 months of use. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.